Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/14/2017-product analysis: the device was returned and evaluated by product analysis on 01/26/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had an inaccurate delivery issue, and the patient had blood glucose (bg) of 305-358mg/dl with thirst. The pump was not available for troubleshooting. This complaint is being reported due to the allegation of the inaccurate delivery. The bg excursion does not meet animas criteria of a reportable adverse event.